Event description:
It was reported that while unpacking a 3.75x8 nc trek rx balloon dilatation catheter, after removing the protective balloon sheath without resistance, it was noted that the distal balloon tip had separated from the catheter. Two other nc trek balloon dilatation catheters were successfully used in completing the procedure. There was no patient involvement with the 3.75x8 nc trek rx and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a chemical analysis of the returned device was performed. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. While the reported distal balloon tip separation was not confirmed, visual analysis of the returned device revealed a distal shaft separation. Though customer follow-up was unable to confirm reporting of a distal shaft separation, as the distal balloon tip remained intact, the customer likely intended the reported information to mean a distal shaft separation rather than the reported balloon tip separation. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.